Event description:
In 2000, pt underwent left total knee replacement using a zimmer nexgen femoral component. The surgeon said they had trouble with femoral cutting of anterior condyles. 2 1/2 weeks later, a supracondylar fracture occurred. A supracondylar nail was used and the pt recovered.